Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. The report states: "[the patient] had cholecystectomy in early (B)(6) 2010. Several weeks later [the patient] developed infection of her mesh and 'was in the process of becoming septic'. She underwent open surgery on (B)(6) 2010. Her mesh was found to be torn and infected with subcutaneous mesh abscess collections. 'There was a hole in the superior portion of the mesh with purulent drainage coming from underneath this'. The mesh was removed and then an obvious bowel perforation was noted directly underneath the mesh. There were also dense adhesions and substantial effort was required to free up the bowel, stomach, and colon. [The patient] required bowel resection and a repair was made with a strattice mesh 'knowing full well that we will more likely end [up] having to come back and do a hernia repair at a later date'. [The patient] required further open hernia repair on (B)(6) 2014." The patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes ((B)(4)) were reported based on the original complaint and are no longer applicable and not reportable per gore¿s investigation. Medical records: the known medical records span april 12, 2006 through april 3, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records including the operative report for left nephrectomy, perforated intestine and small bowel repair in 2005, operative report for the implant of the gore device on april 12, 2006, and operative report for the laparoscopic cholecystectomy, small bowel perforation with repair, infection on february 3, 2010 were not provided. Patient information: medical history: 4/12/06: ventral hernia. 2/17/10: intraabdominal abscess. Recent laparoscopic cholecystectomy with infected mesh, intraabdominal subphrenic abscess, colon perforation. 12/08/14: symptomatic recurrent ventral hernia. Surgical procedures: 2005: left kidney surgically excised, intestines perforated, small bowel repair. (B)(6) 2006: repair of ventral hernia. [Implant: gore® dualmesh® plus biomaterial] (B)(6) 2010: laparoscopic cholecystectomy, small bowel perforation with repair, infection. (B)(6) 2010: exploratory laparotomy. Lysis of extensive dense adhesions, greater than 50% of the case. Drainage of subphrenic abscess. Segmental transverse colon resection. Removal of infected mesh. Ventral hernia repair with 20 x 20 cm strattice mesh. Unknown date: appendectomy, abdominal patch. (B)(6) 2014: laparoscopic converted to open recurrent ventral hernia repair with parietex mesh (25 cm x 35 cm). Lysis of extensive dense adhesions. Scar revision (2.5 cm x 20 cm). Bilateral anterior component fascial release implant preoperative complaints: no information provided. Implant procedure: repair of ventral hernia. [Implant: gore® dualmesh® plus biomaterial 1dlmcp06/03041909, 18cm x 24cm x 1mm thick] implant date: (B)(6) 2006 no medical records provided for the implant. Relevant medical information: (B)(6) 2010: laparoscopic cholecystectomy, small bowel perforation with repair, infection. [No medical records provided.] Explant preoperative complaints: (B)(6) 2010: emergency department. ¿abdominal pain, postoperative abscess. Transferred for potential interventional radiology drainage of a postoperative abscess. The patient recently underwent a cholecystectomy, complicated now by a large intraabdominal abscess. The patient noted earlier tonight foul-smelling drainage from the midline incisional site. She now arrives for surgical consultation. She otherwise has had fever, chills, and there is concern for specifically sepsis in addition. She does have an elevated white blood cell count. Positive fever, chills, and severe abdominal pain. Physical examination: unremarkable except; in mild distress, abdomen; bowel sounds present. Soft. Tenderness to palpation over the epigastric area. There is a 2-cm wound dehiscence that has been packed with iodoform gauze. It is draining purulent material. She was placed on the sepsis pathway. Diagnoses: postoperative abscess. Sepsis. Disposition: patient is admitted in serious condition for further workup of the above diagnoses.¿ (B)(6) 2010: CT abdomen/pelvis. ¿small amount of free fluid in the gallbladder fossa. There our [sic] loculated air and fluid collections along the entire anterolateral and along the inferior surface of the liver likely representing perihepatic abscesses. There is thick walled rind with peripheral enhancement noted. Surgical clips in the left side of the retroperitoneum present. There is mesh within the anterior abdominal wall. There is some free intraperitoneal air just deep to the mesh. There is fluid and air in a fluid pocket surrounding the mesh. This likely represents abscess as well. Impression: loculated right pleural effusion. There is right lower lobe consolidation and/or atelectasis. Multiple perihepatic and subhepatic abscesses. Mesh in the anterior abdominal wall with fluid and air straddling the mesh suggestive of peri-mesh abscess. Small amount of pneumoperitoneum deep to the mesh and fluid. This does appear to be somewhat loculated and is likely continuous with the portion of the abscess. Small pelvic ascites. Previous left nephrectomy. Tiny pericardial effusion.¿ (B)(6) 2010: microbiology. ¿wound culture. Light growth normal skin flora. Organism 1: beta hemolytic strep f. Moderate growth. No suscept testing indicated for organism from this source. Organism 2: staphylococcus aureus. Light growth.¿ (B)(6) 2010: history & physical. ¿she had a laparoscopic cholecystectomy done about 2 weeks ago. During the laparoscopic cholecystectomy reportedly had an injury to the bowel, we do not know where, that he repaired laparoscopically. She was admitted to the hospital for 3 days and sent home but it does not sound like with antibiotics from what she remembers. She presents today now with a popping gurgling sound from her subxiphoid incision with drainage of several cc¿s of purulent foul smelling material. She has been a little febrile and a little tachycardic. She was evaluated locally with a CT that shows a pleural effusion on the right, large intraabdominal abscess around the liver that extends up to the wound. Psh: the patient originally had a donor left sided nephrectomy for a family member. She subsequently had significant wound infection issues, wound vac, etc, afterwards. She then went on to have an open ventral hernia repair with mesh and now has just had her recent laparoscopic cholecystectomy with repair of bowel injury. Abdomen: she has some induration around her upper midline wound that has been partially opened by dr. Kalda. The rest of her abdomen is fairly soft and nontender. Impression/plan: postsurgical abscess. Concern for a bowel leak but I do not see any signs of obvious extravasation of oral contrast and the patient certainly does not have a surgical abdomen at this point. We will review the films with the radiologist to see if she is a candidate to have most of this drained percutaneous. Of concern is that she has mesh in the abdomen with drains right up to the mesh and she may need an open procedure with removal of mesh and debridement. We will treat her with IV resuscitation for now and start antibiotics.¿ (B)(6) 2010: indications: ¿this patient was a 52-year-old female who presented at marshall approximately 2 weeks following a laparoscopic cholecystectomy, where there was apparent bowel injury with abdominal abscess. She was then transferred down to our care. On further evaluation of the CT scan this morning she has extensive loculated subphrenic abscess with subcutaneous and mesh abscess collections. The patient was quite tender. At this point it was discussed with the patient risks and benefits to exploration with possible removal of mesh, possible bowel resection, possible colostomy, deep venous thrombosis, pulmonary embolism, and return to surgery for further procedures. I also discussed with the patient placement of a chest tube. She understands and wished to proceed. Explant procedure: exploratory laparotomy. Lysis of extensive dense adhesions, greater than 50% of the case. Drainage of subphrenic abscess. Segmental transverse colon resection. Removal of infected mesh. Ventral hernia repair with 20 x 20 cm strattice mesh. Right 28-french chest tube placement. Explant date: (B)(6) 2010 [hospitalization february (B)(6) 2010] (B)(6) 2010: procedure: ¿an incision was made between the anterior mid axillary line, 6th intercostal space. Subcutaneous tunnel created and the 5th intercostal space opened. Upon opening approximately 300 cc of serous fluid was evacuated. A 32-french chest tube was then inserted to 10 cm and secured with interrupted 0 silk suture and connected to atrium suction with another 200 cc evacuated. Sterile dressings were then applied. At this point the abdomen was then prepped and draped in a sterile fashion. She has an open incision, subxiphoid incision, which is draining pus. The incision was then extended down to the umbilicus and in subcutaneous tissue divided with electrocautery. There was a large abscess cavity above the entire mesh. At this point there was a hole in the superior portion of the mesh with purulent drainage coming from underneath this. At this point the mesh was then removed and after removing there was an obvious bowel perforation noted. However, at this point I could not tell if it was colonic or small bowel. The patient at this point has dense adhesions throughout the entire upper abdomen. The incision was carried out inferiorly until small bowel could be identified. At this point an extensive adhesiolysis was undertaken, freeing up the entire small bowel, stomach, colon, and right paracolic gutter. This took greater than 50% of this procedure. The entire small bowel was then closely inspected from the ligament of treitz to the ileocecal valve, with no evidence of any perforation. The perforation was in the mid transverse colon, with a second small perforation proximal to this. The stomach appears normal. The duodenal sweep was carefully inspected with no abnormality. At this point the entire transverse colon was freed up and the right colon mobilized by taking down the right paracolic gutter. The colon was then resected proximally and distally to the perforations with gia stapler with green loads. The middle colic was doubly ligated with 0 vicryl sutures. The liver was then opened up. There was fibrinous debris above this, which was localized to this area. There was no evidence of any spillage within the remainder of the abdominal cavity. At this point patient has a very large abdominal hernia. I was concerned about having to place the colostomy in the right lower quadrant. At this point it was elected to proceed with a side-to-side primary anastomosis. This was done using a 20 layer handsewn procedure. The bowel was clamped with soft bowel clamps and the posterior seromuscular layer was placed with 3-0 vicryl suture. The staple lines were removed. An end-to-end anastomosis was created with running 3-0 pds suture in connell fashion. The soft bowel clamps were removed. The anastomosis was palpated with good diameter. The anterior seromuscular layer was approximated with interrupted 3-0 vicryl suture. The resulting mesenteric defect was closed with running 3-0 vicryl suture. At this point all gloves were changed and abdomen irrigated with copious amounts of irrigation until clear. The bowel was then returned to its normal anatomical position. A 19-french blake drain was brought through a separate right lateral incision and laid along the right paracolic gutter over the dome of the liver and secured with 3-0 nylon suture. At this point I elected to repair the ventral hernia with strattice mesh, knowing full well that we will more than likely end of [sic] having to come back and do a hernia repair at a later date. A 20 x 20 cm mesh was brought on the table and sewn to the fascia in interrupted fashion with 0 prolene sutures. Two 19-french blake drains were then placed through separate right and left lower stab incisions, secured with 3-0 nylon suture. The subcutaneous tissue was approximated with running 3-0 vicryl suture and the skin approximated with sterile skin clips. Sterile dressings were then applied.¿ (B)(6) 2010: specimens: ¿#1 infected mesh abdominal. #2 foreign body. #3 trans colon resection. Implant: strattice-tissue matrix.¿ (B)(6) 2010: pathology. ¿final diagnosis. Gross diagnosis: abdominal wall mesh: confirmatory. Gross diagnosis: foreign body, abdominal wall: confirmatory. Transverse colon (segmental resection): ischemic colitis with focal perforation. Acute and chronic serositis with fibrosis. Comment: the serosal inflammation and fibrosis extend to resection margins. Tissues: 1. Foreign body ¿ infected abdominal mesh. 2. Foreign body ¿ foreign body. 3. Colon, colectomy, non-neoplastic-trans colon resection. Gross description: 1. The specimen is labeled with the patient¿s name and infected abdominal mesh. Received fresh and placed in formalin is an irregularly shaped partially disrupted 16.5 x 15 x 0.3 cm fragment of mesh with numerous sutures present. There is no adherent soft tissue fragments. Gross only. 2. The specimen is labeled with the patient¿s name and foreign body. Received fresh and placed in formalin is an irregularly shaped 0.5 x 0.4 x 0.3 cm fragment of yellow-green material. The specimen is friable. Gross only. 3. The specimen is labeled with the patient¿s name and transcolon resection. Received fresh and placed in formalin is a 19 cm long segment of bowel, which ranges in circumference from 5.5 to 7.5 cm. The specimen is received with two unoriented stapled margins. There is a 1 x 0.5 cm defect in the bowel wall, a suture is present adjacent to the defect. There is white-tan exudate present on the serosa near the site of the defect. Two areas of black¿purple discoloration are identified on the mucosa; these range in greatest dimension from 1.3 to 1.5 cm. The mucosa for half the specimen is edematous while the other half of the specimen has a normal yellow¿tan folding pattern. No masses are seen. There is a 0.4 x 0.3 cm centrally depressed pink-tan lesion identified 1.5 cm from the larger area of mucosal discoloration (2 cm from the nearest stapled margin). No additional lesions are seen.¿ (B)(6) 2010: supine abdominal radiograph. ¿history: ileus and abdominal pain. There is an ng tube that passes through ge junction distal tip likely in stomach. There is a surgical drain in the right upper quadrant. There is a chest tube seen right lower hemithorax. Surgical drain is seen midabdomen extending into left upper quadrant. There is a lucency seen within right lower lung which may represent subpulmonic pneumothorax. There is atelectasis right lower lung. Within the abdomen no dilated loops of large or small intestine is seen. There are no masses present. Contrast material seen in the colon.¿ (B)(6) 2010: discharge summary. Hospital course: ¿patient was managed postop. Patient did have acute blood loss anemia that was monitored. Also, severe malnutrition. Patient was determined would need home health care and was able to be transferred on day of discharge to home care. Activity: up and ambulate throughout the day. No heavy lifting greater than 10 pounds. Special instructions: the patient should wear abdominal binder when up and out of bed. Call physician for any signs or symptoms of infection, i.e., redness, swelling, foul drainage from incisional site. Patient was given instructions for jp care and home care will assist client with this. Follow up: with physician on 3/2/10. Condition on discharge: patient transferred to home health care in stable condition.¿ relevant medical information: (B)(6) 2014: laparoscopic converted to open recurrent ventral hernia repair with parietex mesh (25 cm x 35 cm). Lysis of extensive dense adhesions. Scar revision (2.5 cm x 20 cm). Bilateral anterior component fascial release. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further state: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." The instructions for use further warn: "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03041909 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records for the alleged implant of a gore® dualmesh® biomaterial on (B)(6) 2006 and records prior to on (B)(6) 2010, including records for small bowel repair (2005), were not provided. Product identification records for the alleged gore device were not provided. On (B)(6) 2010: ER report. ¿chief complaint: abdominal pain, postoperative abscess. History of present illness: transferred here from (B)(6), minnesota, after being evaluated in their emergency department by a surgeon, (B)(6), md, general surgery. Transferred for potential interventional radiology drainage of a postoperative abscess. The patient recently underwent a cholecystectomy, complicated now by a large intraabdominal abscess. The patient noted earlier tonight foul-smelling drainage from the midline incisional site. She now arrives for surgical consultation. She otherwise has had fever, chills, and there is concern for specifically sepsis in addition. She does have an elevated white blood cell count. She would meet our sirs criteria. She otherwise denies any current headache, neck pain, chest pain, or shortness of breath. She has nausea without vomiting. Positive fever, chills, and severe abdominal pain.¿ ¿past surgical history: previous nephrectomy, previous hernia repair, and recent cholecystectomy. Physical examination: unremarkable except; in mild distress, abdomen; bowel sounds present. Soft. Tenderness to palpation over the epigastric area. There is a 2-cm wound dehiscence that has been packed with iodoform gauze. It is draining purulent material. Otherwise, no rebound. No guarding. Emergency department course: two sets of blood cultures were obtained. She was placed on the sepsis pathway. After blood cultures are obtained, she does receive invanz 1 g IV, white blood cell count 20.1. Diagnoses: 1. Postoperative abscess. 2. Sepsis. Disposition: patient is admitted in serious condition for further workup of the above diagnoses .¿ on (B)(6) 2010: computed tomography, diagnostic imaging. Outside film overread on (B)(6) 2010. Indication: abscess, sepsis, previous cholecystectomy. Findings: ¿multiple axial CT images of a CT scan of abdomen and pelvis are obtained after the administration of oral as well as intravenous contrast administration performed at (B)(6), minnesota. Limited imaging of the lung bases demonstrates a pleural effusion which is adherent to the anterior and lateral pleural surface suggestive of loculated effusion. Empyema should also be considered in the appropriate clinical setting. Air bronchograms in the right lower lobe likely secondary to lung collapse and /or consolidation. Heart is normal in size. Left lung is clear. Within the abdomen and pelvis the liver is without ductal dilatation was discrete hepatic mass. Previous cholecystecomy. Small amount of free fluid in the gallbladder fossa. There our [sic] loculated air and fluid collections along the entire anterolateral and along the inferior surface of the liver likely representing perihepatic abscesses. There is thickwalled rind with peripheral enhancement noted. Spleen, pancreas, and adrenal glands are unremarkable. Right kidney demonstrates symmetric renal function. Left kidney is absent or atrophic. Surgical clips in the left side of the retroperitoneum present. There is mesh within the anterior abdominal wall. There is some free intraperitoneal air just deep to the mesh. There is fluid and air in a fluid pocket surrounding the mesh. This likely represents abscess as well. Urinary bladder is unremarkable. Oral contrast does reach the colon. No evidence for contrast extravasation to suggest leak. No pathologically enlarged lymph nodes. Scant amount of free fluid in the right side of the cul-de-sac. Uterus is unremarkable. Impression: 1. Loculated right pleural effusion. There is right lower lobe consolidation and/or atelectasis. 2. Multiple perihepatic and subhepatic abscesses. 3. Mesh in the anterior abdominal wall with fluid and air straddling the mesh suggestive of peri-mesh abscess. 4. Small amount of pneumoperitoneum deep to the mesh and fluid. This does appear to be somewhat loculated and is likely continuous with the portion of the abscess. 5. Small pelvic ascites. 6. Previous left nephrectomy. 7. Tiny pericardial effusion.¿ on (B)(6) 2010: microbiology. Wound culture: final on (B)(6) 2010. Collected: on (B)(6) 2010. ¿light growth. Normal skin flora. Organism 1: beta hemolytic strep f. Moderate growth. No suscept testing indicated for organism from this source. Organism 2: staphylococcus aureus. Light growth.¿ on (B)(6) 2010: history & physical. Cc: abdominal pain and abscess. History: ¿referred from dr. (B)(6), minnesota, with diagnosis of intraabdominal perihepatic abscess. In talking with the patient, she had a laparoscopic cholecystectomy done about 2 weeks ago by dr. (B)(6), minnesota. During the laparoscopic cholecystectomy reportedly had an injury to the bowel, we do not know where, that he repaired laparoscopically. She was admitted to the hospital for 3 days and sent home but it does not sound like with antibiotics from what she remembers. She presents today now with a popping gurgling sound from her subxiphoid incision with drainage of several cc¿s of purulent foul smelling material. She has been a little febrile and a little tachycardic. She was evaluated locally with a CT that shows a pleural effusion on the right, large intraabdominal abscess around the liver that extends up to the wound. Psh: the patient originally had a donor left sided nephrectomy for a family member. She subsequently had significant wound infection issues, wound vac, etc, afterwards . She then went on to have an open ventral hernia repair with mesh and now has just had her recent laparoscopic cholecystectomy with repair of bowel injury.¿ ¿abdomen: good bowel sounds. She has some induration around her upper midline wound that has been partially opened by dr. (B)(6). The rest of her abdomen is fairly soft and nontender. Impression/plan: a 52-year-old female with postsurgical abscess. Concern for a bowel leak but I do not see any signs of obvious extravasation of oral contrast and the patient certainly does not have a surgical abdomen at this point. We will review the films with the radiologist to see if she is a candidate to have most of this drained percutaneous. Of concern is that she has mesh in the abdomen with drains right up to the mesh and she may need an open procedure with removal of mesh and debridement. We will treat her with IV resuscitation for now and start antibiotics.¿ on (B)(6) 2010: operative report. ¿preprocedure/preoperative diagnoses: 1. Status post laparoscopic cholecystectomy, now with intraabdominal abscess. 2. Right pleural effusion. Postprocedure/postoperative diagnoses: 1. Recent laparoscopic cholecystectomy with infected mesh, intraabdominal subphrenic abscess, colon perforation. 2. Right pleural effusion. Anesthetic: general endotracheal. Procedure/operations: 1. Exploratory laparotomy. 2. Lysis of extensive dense adhesions, greater than 50% of the case. 3. Drainage of subphrenic abscess. 4. Segmental transverse colon resection. 5. Removal of infected mesh. 6. Ventral hernia repair with 20 x 20 cm strattice mesh. 7. Right 28-french chest tube placement.¿ indications: ¿this patient was a 52-year-old female who presented at (B)(6) approximately 2 weeks following a laparoscopic cholecystectomy, where there was apparent bowel injury with abdominal abscess. She was then transferred down to our care. On further evaluation of the CT scan this morning she has extensive loculated subphrenic abscess with subcutaneous and mesh abscess collections. The patient was quite tender. At this point it was discussed with the patient risks and benefits to exploration with possible removal of mesh, possible bowel resection, possible colostomy, deep venous thrombosis, pulmonary embolism, and return to surgery for further procedures. I also discussed with the patient placement of a chest tube. She understands and wished to proceed. IV antibiotic choice, time of administration, discontinuation ordered per standard order protocol. Vte prophylaxis per standard order protocol. Description of procedure/operation: patient brought to the operative suite, placed in supine position. After adequate general anesthetic was administered, a central line placed by anesthesia, the right chest was prepped and draped in sterile fashion. An incision was made between the anterior mid axillary line, 6th intercostal space. Subcutaneous tunnel created and the 5th intercostal space opened. Upon opening approximately 300 cc of serous fluid was evacuated. A 32-french chest tube was then inserted to 10 cm and secured with interrupted 0 silk suture and connected to atrium suction with another 200 cc evacuated. Sterile dressings were then applied. At this point the abdomen was then prepped and draped in a sterile fashion. She has an open incision, subxiphoid incision, which is draining pus. The incision was then extended down to the umbilicus and in subcutaneous tissue divided with electrocautery. There was a large abscess cavity above the entire mesh. At this point there was a hole in the superior portion of the mesh with purulent drainage coming from underneath this. At this point the mesh was then removed and after removing there was an obvious bowel perforation noted. However, at this point I could not tell if it was colonic or small bowel. The patient at this point has dense adhesions throughout the entire upper abdomen. The incision was carried out inferiorly until small bowel could be identified. At this point an extensive adhesiolysis was undertaken, freeing up the entire small bowel, stomach, colon, and right paracolic gutter. This took greater than 50% of this procedure. The entire small bowel was then closely inspected from the ligament of treitz to the ileocecal valve, with no evidence of any perforation. The perforation was in the mid transverse colon, with a second small perforation proximal to this. The stomach appears normal. The duodenal sweep was carefully inspected with no abnormality. At this point the entire transverse colon was freed up and the right colon mobilized by taking down the right paracolic gutter. The colon was then resected proximally and distally to the perforations with gia stapler with green loads. The middle colic was doubly ligated with 0 vicryl sutures. The liver was then opened up. There was fibrinous debris above this, which was localized to this area. There was no evidence of any spillage within the remainder of the abdominal cavity. At this point patient has a very large abdominal hernia. I was concerned about having to place the colostomy in the right lower quadrant. At this point it was elected to proceed with a side-to-side primary anastomosis. This was done using a 20 layer handsewn procedure. The bowel was clamped with soft bowel clamps and the posterior seromuscular layer was placed with 3-0 vicryl suture. The staple lines were removed. An end-to-end anastomosis was created with running 3-0 pds suture in connell fashion. The soft bowel clamps were removed. The anastomosis was palpated with good diameter. The anterior seromuscular layer was approximated with interrupted 3-0 vicryl suture. The resulting mesenteric defect was closed with running 3-0 vicryl suture. At this point all gloves were changed and abdomen irrigated with copious amounts of irrigation until clear. The bowel was then returned to its normal anatomical position. A 19-french blake drain was brought through a separate right lateral incision and laid along the right paracolic gutter over the dome of the liver and secured with 3-0 nylon suture. At this point I elected to repair the ventral hernia with strattice mesh, knowing full well that we will more than likely end of [sic] having to come back and do a hernia repair at a later date. A 20 x 20 cm mesh was brought on the table and sewn to the fascia in interrupted fashion with 0 prolene sutures. Two 19-french blake drains were then placed through separate right and left lower stab incisions, secured with 3-0 nylon suture. The subcutaneous tissue was approximated with running 3-0 vicryl suture and the skin approximated with sterile skin clips. Sterile dressings were then applied.¿ on (B)(6) 2010: nurse notes. Specimens: #1 infected mesh-abdominal. #2 foreign body. #3 trans colon resection. Implant: strattice-tissue matrix.¿ on (B)(6) 2010: pathology report. Received: on (B)(6) 2010, 1433. Collected: on (B)(6) 2010. 10: ms1359. Final diagnosis. Gross diagnosis: ¿abdominal wall mesh: confirmatory. Gross diagnosis: foreign body, abdominal wall: confirmatory. Transverse colon (segmental resection): ischemic colitis with focal perforation. Acute and chronic serositis with fibrosis. Comment: the serosal inflammation and fibrosis extend to resection margins. Pathologist: (B)(6), md. Tissues: 1. Foreign body ¿ infected abdominal mesh. 2. Foreign body ¿ foreign body. 3. Colon, colectomy, non-neoplastic-trans colon resection. Clinical history: abdominal pain, draining abdomen. Gross description: 1. The specimen is labeled with the patient¿s name and infected abdominal mesh. Received fresh and placed in formalin is an irregularly shaped partially disrupted 16.5 x 15 x 0.3 cm fragment of mesh with numerous sutures present. There is no adherent soft tissue fragments. Gross only. 2. The specimen is labeled with the patient¿s name and foreign body. Received fresh and placed in formalin is an irregularly shaped 0.5 x 0.4 x 0.3 cm fragment of yellow-green material. The specimen if friable. Gross only. 3. The specimen is labeled with the patient¿s name and transcolon resection. Received fresh and placed in formalin is a 19 cm long segment of bowel, which ranges in circumference from 5.5 to 7.5 cm. The specimen is received with two unoriented stapled margins. There is a 1 x 0.5 cm defect in the bowel wall, a suture is present adjacent to the defect. There is white-tan exudate present on the serosa near the site of the defect. Two areas of black¿purple discoloration are identified on the mucosa; these range in greatest dimension from 1.3 to 1.5 cm. The mucosa for half the specimen is edematous while the other half of the specimen has a normal yellow¿tan folding pattern. No masses are seen. There is a 0.4 x 0.3 cm centrally depressed pink-tan lesion identified 1.5 cm from the larger area of mucosal discoloration (2 cm from the nearest stapled margin). No additional lesions are seen. Representative sections are submitted as follows: 3a - margin closest to largest area of mucosal discoloration; 3b -opposing margin; 3c - representative defect in bowel wall; 3d -representative depressed lesion; 3e - larger area of mucosal discoloration; 3f - smaller area of mucosal discoloration; 3g - representative edematous bowel with respect to white exudate; 3h - normal colon.¿ ¿microscopic description: 3. Microscopic examination performed.¿ there is no information detailing the etiology of the infection . On (B)(6) 2010: radiology-diagnostic imaging. Supine abdominal radiograph. History: ileus and abdominal pain. There is an ng tube that passes through ge junction distal tip likely in stomach. There is a surgical drain in the right upper quadrant. There is a chest tube seen right lower hemithorax. Surgical drain is seen midabdomen extending into left upper quadrant. There is a lucency seen within right lower lung which may represent subpulmonic pneumothorax. There is atelectasis right lower lung. Within the abdomen no dilated loops of large or small intestine is seen. There are no masses present. Contrast material seen in the colon. On (B)(6) 2010: labs. Wbc: 29.1 h (4.5-11.0). On (B)(6) 2010: labs. Wbc: 21.2 h (4.5-11.0). On (B)(6) 2010: discharge summary. Adm: on (B)(6) 2010. Dsch: on (B)(6) 2010. Reason for admission: ¿abdominal pain and abscess. Patient was referred by dr. (B)(6), minnesota with a diagnosis of intra-abdominal perihepatic mesh abscess. She is status post lap chole about 2 weeks ago. Admitting diagnoses: 1. Postsurgical abscess. 2. Questionable bowel leak. 3. Right-sided pleural effusion per computerized axial tomography, intra-abdominal abdominal abscess. Discharge diagnoses: status post exploratory lapartotomy, lysis of dense adhesions, drainage of subphrenic abscess, transverse colon resection, removal of infected mesh, ventral hernia repair on (B)(6) 2010. Hospital course: patient was managed postop. Patient did have acute blood loss anemia that was monitored. Also severe malnutrition.¿ ¿patient was determined would need home health care and was able to be transferred on day of discharge to home care.¿ records between 2/23/2010 and 11/18/2014 were not provided. On (B)(6) 2014: preoperative history and physical. Scheduled to have abdominal hernia surgical repair with the repair of mesh by dr. (B)(6) at the (B)(6) hospital on (B)(6) 2014. Chief complaint: increased left mid to upper abdominal pain over the past year. History of present illness: history of incisional hernia repair with mesh in 2006. Patient states that she had repeat surgery in 2010 after her bowels were perforated again after a cholecystectomy. Patient states that a new mesh was inserted and the concern was that she might have problems in future. She is now starting to have increased pain in the left upper to mid abdominal region and this is felt to be due to the mesh needing to be replaced again. Medical history: 1. Left kidney removal for donation to her brother. 2. Abdominal hernia. 3. Cholelithiasis. 4. Right knee injury after a motor vehicle accident and unable to obtain reflexes form this knee. Surgical history: 1. 2005- left kidney surgically excised. Patient states that her intestines were perforated and she had a small bowel repair. 2. 2005- EKG normal. 3. 2006- incisional hernia repair with mesh inserted. 4. 2010 ¿ cholecystectomy and again had a small bowel perforation with repair and she developed infection. 5. 2010- a couple of weeks after cholecystectomy and a small bowel perforation, she had surgery by dr. (B)(6) to repair the perforation and change out the mesh for her abdominal incisional hernia.¿ ros: ¿unremarkable except; 1. Gi with left mid upper abdominal discomfort with history of abdominal mesh after previous hernia. 2. General with obesity. 3. Gyn with postmenopausal atrophic vaginitis.¿ exam: unremarkable except; ¿abdomen: with active bowel sounds, soft, and tender in the left mid upper abdominal region. No rebound or guarding.¿ impression: ¿1. Pre-op exam. 2. Abdominal hernia. 3. History intestinal perforation. Plan: patient is cleared for her surgical procedure with dr. Strand pending any concern with her cbc and basic panel.¿ on (B)(6) 2014: operative report. ¿preop diagnosis: symptomatic recurrent ventral hernia. Postop diagnosis: symptomatic recurrent ventral hernia. Anesthetic: 1. Scar revision. 2. Extensive dense adhesions. Anesthetic: general endotracheal. Procedure: 1. Laparoscopic converted to open recurrent ventral hernia repair with parietex mesh (25 cm x 35 cm). 2. Lysis of extensive dense adhesions. 3. Scar revision (2.5 cm x 20 cm). 4. Bilateral anterior component fascial release.¿ indications: ¿this patient is a 56-year-old female who presents with increasing anterior abdominal pain with recurrent ventral hernia.¿ description: ¿through a prior right subcostal incision, a 12 mm visiport with a 10 mm 0-degree scope was introduced and the abdomen insufflated with co2. After adequate pneumoperitoneum, a 5 mm 30 degree laparoscope was then inserted and two 5-mm trocars placed, one in the right lower and left lower quadrant. The scope was then removed and left lower quadrant. At this point under inspection, there were numerous adhesions of omentum and small bowel to the extremely large abdominal hernia defect. At this point, I decided to terminate the laparoscopic procedure as we were going to need to do a component separation as to get this closed. At this point, trocars were removed. Her old scar was quite wide and this was ellipsed out measuring 2.5 x 20 cm. The subcutaneous tissues were then carefully freed off of the surrounding hernia sac back to normal fascia, which was right lateral. This was also brought up over the anterior ribs. Once this was fully mobilized, the anterior hernia sac was opened up with electro cautery. At this point, extensive adhesiolysis was undertaken bringing down the omentum and small bowel from the hernia sac. Numerous adhesions of small bowel were also taken down. The small bowel and omentum were returned to normal anatomical position. At this point, the hernia itself was measured and was 16 x 21 cm in diameter. At this point, a large parietex mesh brought on the table, cut for at least 4 to 5 cm overlap measuring 25 cm x 35 cm . This was placed within the abdominal wall. At this point, there is no way we could approximate the anterior fascia without doing anterior component separation. Bilateral fascial component separations were then undertaken. This was then able to bring the fascia together anteriorly. At this point, the mesh was then pexed circumferentially with interrupted #1 prolene sutures coming out lateral to the component separation keeping the mesh pexed lateral to the component separation. Once this was done, the fascia was then closed with interrupted figure-of-eight #2 prolene sutures. The excess hernia sac was then excised off and the hernia sac closed over the top of this with running #1 pds suture. Two 19 french blake drains were then brought through the two 5 mm trocar sites and laid over the right and left component separation area and held skin with 2-0 nylon sutures. These were connected and bulb suction after closure of the skin. Subcu [subcutaneous] tissues were closed with running 2-0 vicryl suture. Skin was approximated with sterile skin clips. Sterile dressings were then applied.¿ records confirm a parietex mesh (non-gore device) was implanted during the procedure. On (B)(6) 2014: pathology report: received on (B)(6) 2014, 1323. Collected: on (B)(6) 2014. 14: ms13391. Final diagnosis: ¿1. Skin, abdomen: scar. 2. Abdomen, ventral: fibrotic hernia sac. Tissues: 1. Skin excision-abdominal scar. 2. Hernia sac ¿ ventral hernia sac. Clinical history: ventral hernia. Gross description: 1. Received fresh and placed in formalin labeled with the patient¿s name and ¿abdominal scar¿ is an unoriented 18 x 2 cm ellipse of white-tan skin surfaced with a 17 cm in length wrinkled well-healed scar. No additional lesions are seen on the skin surface. The specimen is sectioned. No masses or lesions are seen. Rs3. 2. Received fresh and placed in formalin labeled with the patient¿s name and ¿ventral hernia sac¿ are three irregularly-shaped unoriented fragments of pink-gray, rubbery, fibromembranous tissue and lobulated, yellow, adipose tissue aggregating to 17 x 8 x 2.2 cm. The specimen is sectioned. No masses or lesions are seen.¿ on (B)(6) 2014: discharge summary. [Records indicate d/c on (B)(6) 2014]. ¿admitting diagnosis: symptomatic recurrent ventral hernia. Discharge diagnosis: symptomatic recurrent ventral hernia. Service: general surgery. Hospital course: ¿taken to the operating room by dr.(B)(6) where she underwent a laparoscopic converted to open recurrent ventral hernia repair with parietex mesh, 25 x 35 cm along with lysis of extensive dense adhesions, scar revision and bilateral anterior fascial releases. Patient did have an epidural placed after surgery she has been able to control her pain with oral narcotics. She was ambulating on her own. She is discharged to home on postop day #4 in good condition.¿ discharge instructions: follow up with dr. Strand in 1 week. No driving while taking prescription pain medication. No lifting over 10 pounds for 4 to 6 weeks. She is instructed on jp cares and monitoring. F/u in 1 week for jp drain removal.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6), md. Office notes. Pt here for hernia evaluation. Will check schedule and call back to schedule lap ventral hernia repair with mesh. Wt 90.718 kg/200lbs, bmi: 30.4 kg/ m2. Never smoker. Hpi: pt with concerns of a possible recurrent hernia. She had a ventral hernia repair with strattice done in 2010 following infection of her prior mesh. She has done well until the last couple of months. She has noticed increasing pain, especially just to the left in her upper incision. No nausea or vomiting. Exam: abdomen: in the upright and supine position bowel sounds are normal, abdomen is soft and nontender. She does have an obvious hernia in the mid portion of her incision. Impression: recurrent ventral hernia . Plan: recommended trying to repair this laparoscopically this hopefully will decrease her recurrence rates. Depending on how difficult it is to get the fascia together, may need to do fascial component separations which would require also an open incision. The additional risks of anesthetic, infection, bleeding, perforation, recurrence, deep venous thrombosis, pulmonary embolism and death were discussed. She understands and would like to proceed. She would like to look at her schedule and then get set up for surgery. On (B)(6) 2014: (B)(6), md. Office notes. Visit reason: first postop check following ventral hernia repair. Doing well. Exam: has minimal out of her jp's, which are now serous. Both were removed, as well as the staples. Steri-strips were then applied. She has no evidence of any recurrent hernia. Assessment/plan: recurrent ventral hernia. I told ms. Sontag to be careful lifting over ten pounds for at least another month. I would like to see her back in one month or sooner if there are any problems. On (B)(6) 2015: (B)(6), md. Office notes. Visit reason: f/u medical visit. Hpi: follow-up from her open ventral hernia repair. Doing much better, still very tired half-way through the day. Exam: abdomen: on exam her incisions are healing well. No signs of recurrence. Assessment/plan: recurrent ventral hernia. Plan: pt to take off another couple of weeks and at that point she can return. I would like to see her back in three months or sooner if there are problems. On (B)(6) 2015: (B)(6), md. Office notes. Visit reason: follow up medical visit. Hpi: follow-up from her open ventral hernia repair. She states she is doing great. Actually returned to work without problems. Her abdomen is benign. Assessment and plan: call with any problems, otherwise see her back on prn basis. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
B7: added medical history. D4: added lot#, catalog#, expiration date, di#. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. H6: updated method code 1 and results code 1 as valid lot# provided. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: [illegible] (B)(6) center. Operating room nursing record. Implant record. Dualmesh plus antimicrobial. Lot: 03041909. Item: 1dlmcp06. Implant abdomen. Preoperative diagnosis: ventral hernia. Procedure: repair of ventral hernia. Surgeon: stone. Specimens: greater omentum x4. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/03041909) was implanted during the procedure. On (B)(6) 2006: missing records: a pathology report detailing analysis of the specimens removed during on (B)(6) 2006 procedure was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.